Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary had a broken jaw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior static jaw is bent, and the dynamic jaw pivot pin is missing. The location, direction and amount of force required in order to bend the jaw, is consistent with application of excessive force. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.